Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient reported that the day of the event the blood glucose reading was 300 mg/dl, the cgm would have shown ¿a bit less¿ at that point, but no specific cgm reading was reported. The patient self-treated at that moment with insulin. Sometime after that, the patient self-treated again with insulin, according to the patient, because she forgot that he had already initially treated. The patient experienced hypoglycemia and eventually lost consciousness. The patient was found by a neighbor who called the ambulance. The patient was treated with glucagon and was brought to the hospital. When a fingerstick was taken the blood glucose reading was 17 mg/dl, and the cgm reading was low. More treatment was given at the hospital, but the patient was not able to confirm any details regarding this. The patient was discharged after 2 days and at the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient self-treating. At the hospital, the reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2024. On 11/05/2024, it was reported that that the patient experienced hypoglycemia and loss of consciousness. The patient reported that the day of the event the blood glucose reading was 300 mg/dl, the cgm would have shown ¿a bit less¿ at that point, but no specific cgm reading was reported. The patient self-treated at that moment with insulin. Sometime after that, the patient self-treated again with insulin, according to the patient, because she forgot that he had already initially treated. The patient experienced hypoglycemia and eventually lost consciousness. The patient was found by a neighbor who called the ambulance. The patient was treated with glucagon and was brought to the hospital. When a fingerstick was taken the blood glucose reading was 17 mg/dl, and the cgm reading was low. More treatment was given at the hospital, but the patient was not able to confirm any details regarding this. The patient was discharged after 2 days and at the time of the report the patient was stable. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.